Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of solitaire fr stent resistance with a rebar 18 microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke in the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated. The number of passes with the device was 0. The stroke onset to reperfusion time was 1 hour. It was reported that the solitaire fr stent could not be advanced from the introducer sheath into the rebar 18 microcatheter. After replacing the stent, the procedure was successfully completed. The resistance occurred in the proximal section, during delivery. The vessel was not tortuous. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). Additional information was received reporting that no causes or contributing factors for the event were identified. The patients bas eline condition and post-thrombectomy condition was normal. There was no kink/damage on the catheter or on the pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. There was catheter resistance in the middle of the device. There was no resistance in the sheath of the solitaire. Rhv was secured during delivery. Additional information was received. The patient's vessel tortuosity was moderate.